Manufacturer narrative:
(B)(4). Visual examination confirmed the hex tip of the driver had been snapped off. Review of the device history record could not be performed as the lot code is unknown. Review of product complaints found no emerging trends. Although no definitive conclusions can be made, the observed damage suggests that the device hex tip most likely broke off due to an unanticipated torsional stress. In the absence of an observed trend, this complaint will be closed with no further action required.

Event description:
International affiliate reports that returned loan kit inspection found the tip of the set screw hex driver had broken off from the instrument. It is not known when or where the tip breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.